Manufacturer narrative:
A cardioquip customer suspected their device was bacterially contaminated. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
The customer suspected water contaminant (brown / orange biofilm) during the cleaning procedure. He reported to biomed that the unit is possibly contaminated. Iwpr/depot service is requested.

Manufacturer narrative:
Customer suspected contamination in their device due to discoloration in tubing. The customer requested an internal water pathway replacement to mitigate the alleged contamination on (B)(6) 2023. The device was received at cardioquip on 10/23/23. Cardioquip is currently waiting to perform the internal water pathway replacement. Following the servicing procedure, the device will be returned to specification and be fully functional. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Event description:
The customer suspected water contaminant (brown / orange biofilm) during the cleaning procedure. He reported to biomed that the unit is possibly contaminated. Iwpr/depot service is requested.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
The customer suspected water contaminant (brown / orange biofilm) during the cleaning procedure. He reported to biomed that the unit is possibly contaminated. Iwpr/depot service is requested.